Event description:
It was reported that during an implant procedure, the helix of the right ventricular lead appeared to be extended slightly when the packaging was opened. The physician exercised the lead and the helix appeared to "pop" the first time it was extended, but when rotation was slowed for the second extension, the helix extended smoothly. The lead was implanted. The following day, there was high threshold and small r waves so the lead was repositioned. Then while the patient was recovering, the blood pressure dropped and it was determined the lead had perforated the ventricle and a pericardial effusion had developed. A pericardial centesis was done and a drain was inserted to resolve the effusion and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).